Event description:
Report received from (B)(6) states: "cutter failed during procedure. Cutter did not cut but did aspirate. No pt impact."

Manufacturer narrative:
Product has been requested however it is has not been received for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00132.